Event description:
It was reported that while using unspecified number of bd bbl¿ trypticase¿ soy agar with 5% sheep blood and macconkey ii agar I plate¿, the customer noticed pink colonies growth on the macconkey side of biplate. The batch was expired at the time of use and there was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 5230247 was satisfactory and no quality notifications were generated during manufacturing and inspection. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained at www.bd.com/regdocs. Plate tsa ii sb// mac ii bi plate is stability tested biennially for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis. All performance testing on this batch was satisfactory at the time of release. The complaint history was reviewed, and there are no other complaints taken on batch 5230247. Retention samples from this batch were not available for inspection. One photo was received for this investigation; the photos show an already inoculated tsa//mac plate. No conclusions on performance can be drawn from photos. No return samples were received for investigation of this complaint. This complaint cannot be confirmed for a performance defect due to lack of evidence. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using unspecified number of bd bbl¿ trypticase¿ soy agar with 5% sheep blood and macconkey ii agar I plate¿, the customer noticed pink colonies growth on the macconkey side of biplate. The batch was expired at the time of use and there was no health impact or consequence reported.